Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a hip procedure, underwent a revision procedure approximately 10 years 4 months post the initial procedure. As part of the manufacturer's recall, the patient presented for a follow-up in 2023. X-rays and CT scans revealed moderate decentration of the prosthetic head and osteolysis in the acetabulum, indicating inlay wear. Due to the patient's comorbidities and the minimal signs of wear, a watchful waiting approach with regular follow-up visits was agreed upon. When symptoms suddenly worsened significantly at the end of 2024, a further follow-up visit was conducted, which revealed complete dislocation of the cup. The revision surgery was performed, including replacement of the entire cup (implantation of a revision cup with iliac peg from a competitor. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h6. MDR section codes updated/corrected: e. The revision reported was likely the result of prosthesis wear and acetabular loosening and subsequent migration of the cup. The wear may have been due to a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The reason for the loosening cannot be confirmed, but may be related to the patient's bone quality and the reported osteolysis. However, this cannot be confirmed and the contributions of each to the sequence of events cannot be determined based on the information provided as no images, radiographs, or devices were available for review. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - 2374, 4627, 4118, 3233, 11 no longer applies. New codes added. No devices were returned for evaluation and no radiographs, images, operative notes, or patient medical history information were provided for review. It is possible this event is associated with polyethylene wear for which a number of variables including use error, implant positioning, implant selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) can be contributors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also contribute to wear. Based on the available information, the revision may have been related to one or more of the contributors mentioned above. However, this cannot be definitively determined as the devices were not available for evaluation and radiographs, images operative notes, and patient medical history information were not provided for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.